Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous mid to distal right coronary artery. A 3.00mm x 16mm promus element plus stent was advanced to the lesion however the shaft of the catheter was kinked. The device was removed from the patient and it was noted that the shaft separated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received in two sections as a result of a hypotube break located 13.8cm from the strain relief. The hypotube was also kinked throughout. This type of damage is consistent with excessive force being applied to the catheter during use/handling. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous mid to distal right coronary artery. A 3.00mm x 16mm promus element¿ plus stent was advanced to the lesion; however, the shaft of the catheter was kinked. The device was removed from the patient and it was noted that the shaft separated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).